Manufacturer narrative:
This report is a follow up report to MFR number 9616099-2016-00341 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the patient profile form (ppf), the device was implanted due to deep vein thrombosis and infrarenal thrombosis of the inferior vena cava. The patient was reported to have tolerated the index procedure well. The device caused thrombosis of the vena cava and filter. As a result of the malfunction, the patient has suffered life-threatening injuries and damages and requires extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. The ppf indicates that the patient underwent an unsuccessful attempt to retrieve the filter approximately two weeks after the index procedure. The patient is reported to have experienced clotting, fracture of the extraction hook, and continues to experience anxiety related to the device. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots and occlusive thrombosis within the filter do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, the patient underwent placement of an optease vena cava filter. The device caused thrombosis of the vena cava and filter. As a result of the malfunction, the patient has suffered life-threatening injuries and damages and requires extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. The following additional information received per the patient profile form (ppf) indicates the device was implanted due to deep vein thrombosis and infrarenal thrombosis of the inferior vena cava. The patient was reported to have tolerated the index procedure well. The ppf indicates that the patient underwent an unsuccessful attempt to retrieve the filter approximately two weeks after the index procedure. The patient is reported to have experienced clotting, fracture of the extraction hook, and continues to experience anxiety related to the device.